Event description:
It was reported that the lead had fractured. Oversensing was noted on the pace/sense portion of the lead. The short interval count was 400 and the lead impedance increased from 1200ohms to 2500ohms. A new pace/sense lead was placed and the high voltage portion of the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.